Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist indicated it took thirty-six to forty-eight hours to make a block of ice. Once the block of ice was used in a procedure, the ice block melted about half way through the procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer indicated they had replaced the valves about three weeks ago. The reported complaint was confirmed. The field service rep (fsr) verified flow into the tank during rewarm. The water was dirty and there was evidence of deposits. The fsr performed a descaling of the unit. Valve 1 was still leaking after descaling. The fsr removed and replaced the valve, refilled the unit and completed a full inspection. With the valve replaced and the unit descaled, the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.